Event description:
During ambulance transport, the device reportedly gave a malfunction 95-1 (primary valve problem) alarm on pump b. The pump had been programmed to infuse normal saline on pump a. Heparin on pump b and nitroglycerin on pump c. Infusion rates and medication concentrations were not specified. The ambulance ride was for approx. One hour at 65 miles per hour. The heparin was switched to pump a within 3 to 5 minutes and the normal saline was gravity infused. There were no adverse effects to the pt. The biomedical engineer reports that this has occurred before with ambulance transport using the plum xl3m. He states the pumps are plugged into an inverter and the ambulance has a 60 hertz power supply. He states the ambulances have recently had their rear suspension modified and since then the ride is "terribly rough." No further info was available.

Manufacturer narrative:
The pump passed all performance verification testing and long and short term delivery accuracy tests. The malfunction log recorded several 95-1 and 95-2 codes (primary/secondary valve pins related to pin detector flex circuit). The date and time of the codes are not recorded in the history. Testing was performed with different cassettes and at different settings. All tests were passed without error. The frequency of death or serious injury reports for pin valve not moving for lifecare plum products is <0.91/million sets.